Event description:
The customer's mother reported that insulin squirted out during the manual prime process. The customer's mother stated that the insulin pump was dropped and could not be rewound. The insulin pump had an alarm and a loose drive support cap. The customer's blood glucose was 91 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
.